Event description:
Approximately 2 weeks following cypher stent placement x 2, the patient presents with symptoms of chest pain. ECG notes a st elevation. As a result repeat coronary angiography was done which revealed thrombus in the distal cypher and distal to the stent. Aspiration and balloon angioplasty were conducted. A driver stent (size uknown) was implanted in the distal cypher and another cyhper (size unknown) was implanted distal to the previously implanted cyphers. The patient was discharged from the hospital 4 days after the procedure. Per the procedural physician, the cypher stent which had been implanted distally during the index procedure was under-dilated, which was the probable cause of the sub-acute thrombosis (sat).